Event description:
In late 2008, a zevex enteralite infinity pump - allowed formula to pass through both the upstream and downstream air sensors without alarming or the pump stopping. With moments to spare I noticed the problem and corrected it. Note: this is not the first time, nor the first pump, this failure has taken place. My daughter relies on the pump 24hr/7days a week to maintain her blood sugar. Failure of this pump puts her in a life threatening situation. We have pictures and a live video clip of the failure.